Event description:
I am reaching out regarding an ongoing and serious issue with the infinity enteral feeding pump by moog, specifically concerning the accompanying feeding bags. My five-year-old son relies on a nasogastric tube for nutrition and medication, and we use the infinity pump and its designated feeding bags as instructed. Over the past few months, we have encountered repeated problems with these bags. Although the pump itself appears to be working correctly, many of the bags seem to malfunction. Once the feed starts, everything appears to be functioning normally, but in reality, no milk or medication is being dispensed. This malfunction has led to missed feedings and doses, which is now having a negative impact on our son's health. We have made several attempts to contact both the supplier and the manufacturer but have not received any response or support. Given the critical nature of this equipment and its direct effect on our child's well-being, we are extremely concerned. We urgently request immediate assistance with this matter, including troubleshooting support, replacement of defective bags, or instructions for returning the affected products. Please advise us on the next steps as soon as possible. Thank you, (B)(6).